Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge decreased to 24 units. Blood glucose level was 180 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.